Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device is being returned. A supplemental MDR will be filed as necessary when additional reportable info becomes available.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an aneurysm, the physician reported that this device did not open. Attempts to deploy the device after re-sheathing were unsuccessful. The device was removed and another device was implanted without any problems. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history records of the reported lot numbers have been reviewed and no quality issues were noted. The microcatheter was returned for evaluation within an opened pipeline flex inner pouch and inside of an opened pipeline flex outer carton. The microcatheter was found to be kinked. The microcatheter was then flushed and found to be patent. In addition, the microcatheter distal section was then examined under the vis (video inspection system); however, the pipeline flex could not be found. Follow-up was made to request the return of the pipeline flex; however, the pipeline flex was reported to be lost. Images of the event were provided for review; however, the provided images did not give a definite confirmation of the device failure to open. Based on the above findings, the customer report could not be confirmed. The pipeline flex was not returned for evaluation, and the event images did not provide conclusive evidence of incomplete open distal end. The microcatheter was found to be kinked; however, the cause for the damage could not be determined. All devices are 100% inspected for damages and irregularities during manufacture.